Manufacturer narrative:
Pump was received with button error alarm and no button response due to corroded keypad traces.unable to verify motor error alarm due to no button response. Motor passed motor test. No moisture damage on electronics noted. Pump was received with minor scratched display window, cracked battery tube threads and broken reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and motor error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 157 mg/dl. Troubleshooting was not performed. The device was returned for analysis.